Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump shut off. The customer stated that they received a failed battery test when changing battery. The customer's blood glucose was 130 mg/dl at the time of incident. The customer stated that he changed the battery and applied pressure on the battery cap before the insulin pump turned on. The customer stated that the insulin pump was not dropped, bumped nor exposed to moisture. The customer stated that the contacts on the battery cap were damaged. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will not be returned for analysis.